Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29, serial/lot #: (B)(6), ubd: 01-aug-2024, UDI#: (B)(4). Image review: intra procedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. Depth just prior to the point of no recapture was approximately 2mm below the non-coronary cusp which would be deemed an acceptable depth. However, in the lao view the valve appeared to be under expanded. Despite under expansion, the valve was released and appeared to be stable at the annulus. It was reported that during removal of the delivery catheter system, the nose cone of the delivery catheter system interacted with the inflow of the valve which resulted in aortic dislodgement. Fluoroscopic image of the nose cone interaction was not saved for review. Medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. The dislodged valve was not snared and while attempting to deploy the new valve a dissection was suspected at the level of the non-coronary cusp. The new valve successfully implanted and a post balloon aortic valvuloplasty was performed. The dissection appeared to be non-flow limiting and there is no evidence of additional intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (j036964) using this delivery catheter system (dcs) (11837007), the valve was prepared and loaded. A pre-dilation was performed using a 20x40 non-medtronic balloon. The femoral artery was used for dcs access. The valve was deployed following two recaptures. The reason for the recaptures was not reported. The valve was reported to be slightly constrained due to calcification present within the non-coronary cusp (ncc). During removal of the dcs, the nosecone of the dcs touched the ncc, and embolized the valve. The implanting doctors chose not to relocate the valve using a snare. A second system was used. The replacement valve (j036952) was prepared and located onto the replacement dcs (0011837007). The replacement dcs was inserted into the right femoral artery again, and the valve was released following two recaptures. Again, the reason for recaptures was not reported. After reviewing the echocardiogram post deployment, moderate paravalvular leak (pvl) was reported. A post dilation was performed using an 25x50 non-medtronic, crystal balloon. However, the balloon punctured during the post dilation. A second post dilation was performed using a smaller, 25x45 non-medtronic crystal balloon. The patient presented with transient change in electrocardiogram (ECG) reported as "bavt" after the first valve embolization. No treatment for the transient change was reported. The procedure completed with the patient returning to "self-rhythm" ECG, reduction of pvl to mild, and a mean final gradient of 10 mmhg. The patient was reported to be stable. No additional adverse patient effects were reported. Additional information was received that the sheath was only used to perform pre-implant and post-implant balloon dilation and did not contribute to the event. The first valve was recaptured twice due to the valve being positioned deep in the left cusp. The second valve was recaptured twice for better positioning because of difficulty positioning the pigtail catheter in the non-coronary cusp and losing anatomical reference for releasing the valve. Complete heart block (chb) was noted on the ECG. Additional information was received indicating that before slowly withdrawing the delivery catheter system (dcs), the nose cone was proximal to the non-coronary cusp (ncc) and the guidewire was not retracted. Per the physician, calcification of the ncc and left coronary cusp (lcc) that extended into the left ventricular outflow tract (lvot) contributed to the dislodgement.